Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - both) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully implanted. To further reduce mr, a second mitraclip delivery system (cds) was advanced to the mitral valve. When attempting to grasp the leaflets, the gripper arms were not dropping. The clip was not implanted and was removed. Another clip was implanted without further issues. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.